Event description:
A surgeon reported that the intraocular lens (iol) tore into two pieces in the anterior chamber while unfolding. It was reported that there was no pt impact associated with this event.